Manufacturer narrative:
A review of the device history records was performed for the subject device. The review revealed there were no anomalies or non-conformances generated during the manufacture of the subject device that would contribute to this complaint condition. Endoskeleton® tas bone screws are designed to be inserted at a natural angle (45°) through the implant and into the bone. As it was reported the bone screw was being installed at a difficult angle, it is plausible that the tas bone screw was not implanted at a natural angle and contributed to the failure of the bone screw. Neither the subject device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, no further investigation could be performed and the cause of the event cannot be determined. Device not returned to manufacturer.

Event description:
Endoskeleton tas 6.5mm dia, bone screw, 30mm has broken during a l5-s1 alif procedure with screws. The surgeon was trying to get the screw through the implant at a very difficult angle when the bone screw broke. The surgeon was using a tas screwdriver that was included in the set to when attempting to install the bone screw. The broken bone screw was removed per the surgical technique and then discarded by the hospital. There were no adverse effect to the patient as a result of this bone screw failure.